Manufacturer narrative:
Section d10: concomitant products - constrained size 2 left femur. (Cat# 02-010-06-0220 / serial# (B)(6)). - 2, 5mm dist aug (cat# 208-05-02 / cat# 6165600). - 2, 5mm dist aug (cat# 208-05-02 / serial# (B)(6)). - 2, 5mm post aug (cat# 02-010-06-0521 / serial# (B)(6)). - 18x120 stem (cat# 02-012-64-1812 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 70 y/o female patient had a revision due to poly recalled. The patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. Explant date is unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.